Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that his/her device smelled burning when woke up and experienced headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer, but the investigation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged that his/her device smelled burning when woke up and experienced headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings. During the investigation of the humidifier, an unknown contaminant was observed on the iso port of the flip lid, water tank, flip lid seal, and flip lid. An unknown dust contaminant was observed on the flip lid seal, bottom enclosure, and dry box seal. An unknown contaminant was observed on the bottom cover plate. Box h has been updated.